Event description:
This report summarizes 3 malfunction events. The event was related to suction loss during laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
H10: serial numbers of the devices and quantity: (B)(6) (2x). (B)(6) (1x). G4: this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Three (3) investigations were completed during the period no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified.